Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that a zmb00 16.0 diopter intraocular lens (iol) was explanted from a male patient's right eye approximately eight (8) weeks post implant due to the patient not being able to tolerate the lens and experiencing visual disturbance of glare, blur, glossy view. The lens was replaced with a non-amo lens. There were no complications reported.